Event description:
The customer stated that the cover is broken on the architect c8000 processing module and the techs have to hold cover up with boxes to change reagents. No one was injured. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Service determined the hinge, top front cover (rohs)_ was worn out from normal use and the likely cause. A new hinge was replaced to resolve the issue of the hinge, top front cover (rohs) not staying in the open position. There have been no subsequent contacts from the customer regarding the hinge, top front cover (rohs) post service¿s intervention. Trending review determined no trend for the issue for the product. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.